Manufacturer narrative:
(B)(4). Conclusion: to date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that the pediatric patient underwent an unknown procedure on an unknown date and topical skin adhesive was used. After application, the patient developed severe stinging and pain and was prescribed tylenol or motrin. No additional information has been provided.